Manufacturer narrative:
Follow-up # 1 ¿ (01/05/2015). The patient¿s meter has been returned on 12/19/2014 and evaluated by lifescan product analysis on 12/23/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) alleging that their onetouch ultramini meter was reading inaccurately high. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged issue began about a year ago (time not specified) when he compared results from the subject meter against results obtained using another (accucheck) meter (details of results, dates and times not specified). The patient manages his diabetes using insulin and self-adjusts the dose. In response to the alleged meter issue, the patient reported reducing the amount of food and/or drink he consumed. The patient reported experiencing symptoms of ¿shakiness¿ approximately 90 days after the alleged issue began. The patient denied receiving any form of medical intervention in response to the reported issue. At the time of troubleshooting, the csr noted that the meter was set to the correct unit of measure and an approved sample site was being used, however the csr noted that the patient¿s testing procedure was incorrect as the meter was coded to ¿1¿. Replacement products were sent to the patient. Although it was discovered during troubleshooting that the patient¿s testing procedure was incorrect and contributed to the reported meter issue, this complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury while using the product.